Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 2500 ohms. A x-ray was performed, which revealed this rv lead was deformed near the clavicle. It was believed the outer coil of the rv lead was fractured. As a result, this rv lead was explanted. It was noted the rv lead was not tested on the pacing system analyzer at explant. The associated ICD was electively explanted during this lead revision procedure because the patient received a subcutaneous ICD system instead. No additional adverse patient effects were reported. This rv lead remains in the hospital's possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured in the area of the suture sleeve tie-down. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
This supplemental report is being filed because the lead was returned and analyzed.